Event description:
Hcp reported a catheter was cut during implant. A new catheter was then implanted. Following the implant of the second catheter the pt formed a hematoma. The hcp reports the "epidural hematoma, probably (?) Due to second puncture to put new catheter." The outcome was noted as "intervention successful."